Manufacturer narrative:
The customer service engineer confirmed the gui blank screen. The gui cpu pcba and backlight assembly were replaced. The system then successfully passed all calibrations and tests. (B)(4).

Event description:
Covidien received information that, during patient use, the ventilator's display was blank. The patient was removed from the ventilator. There is no report of patient injury or death associated with this event.